Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drips of insulin exit the infusion tubing during the load fill tubing sequence after 40 units of insulin. There was no impact to customer's blood glucose level. Reportedly, the customer disconnected the infusion set tubing and ran fill tubing again. The customer observed insulin exit the cartridge patient line. The customer did not troubleshoot further and converted to a backup pump.